Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported problem with bellavista 1000 getting technical failure 352 - "persistent data corrupted" during use on a patient. The customer reported that the patient was manually resuscitated (bagged) until transferred to another ventilator. The customer reported there was no patient harm associated with the reported event.